Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the medical intensive care unit. During insertion, the spring wire guide became kinked. As a result, everything was removed and they noticed the tip of the dilator was bent. As a result, another kit was opened and used successfully to complete the procedure. There was no delay in treatment and no patient death or complications reported.